Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Insulin pump primed properly and the no delivery alarm functioned properly during the basic occlusion and occlusion tests. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 453mg/dl. The customer treated with manual injection. Customer's blood glucose value was 310mg/dl at the time of the call. Customer was assisted with troubleshooting for no delivery. Customer declined continuation of troubleshooting when insulin exited during prime. Customer reached back to report that insulin pump had absence of no delivery alarm. Prime rewind troubleshooting was performed. Customer stated that insulin squirted out during manual prime process. Customer declined to continue with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.